Event description:
It was reported that the patient went into ventricular tachycardia during the ablation and became hypertensive. The patient was in atrial tachycardia for over an hour and under mapping of both the left and right atrium. The customer informed there was no effusion and the patient was shocked. The event did not cause any damage to body structure and the outcome of the patient was fully recovered. The causality of adverse event, according to the physician, was possibly procedure-related and not bwi products malfunction.

Manufacturer narrative:
The concomitant products: carto 3 system: manufacture# m-4800-01, serial # (B)(4). Stockert 70 system: manufacture# m-5463-01, serial # (B)(4). Coolflow pump: manufacture# m-5491-02, serial # (B)(4). Ez steer coronary sinus: manufacture# d-1263-05-s, lot # unknown. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. (B)(4).